Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report unintended movement and bend with the clip delivery system (cds). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mean pressure gradient was 1 mmhg. The first clip was implanted successfully, reducing mr to 1-2. The gradient was 3 mmhg. To further reduce mr, a second cds (71116u152) was advanced to the mitral valve. While steering the cds with the m-knob, the cds made a lateral to medial dive and a 60 degree set in the shaft was noted. The device was removed and a new cds (71128u107), was advanced to the mitral valve. The leaflets were successfully grasped, however, the gradient increased to 14 mmhg, thus the clip was not implanted. The cds was removed and the gradient returned to 3 mmhg. By the end of the procedure only one clip was implanted, mr was reduced to 1-2. The patient is stable. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to position and delivery catheter (dc) shaft bend could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.